Event description:
Fixture extraction surgery due to partial fixture loosening. The loosening was considered to be associated with deep infection. Draining from the abutment site was reported. No component replacements have been performed since initial installation.

Manufacturer narrative:
No deviation found in the production and sterilization records.